Event description:
Pt reported, via MFR pt survey, gait and balance are bad despite repeated attempts at reprogramming. Balance and gait problems did not exist prior to deep brain stimulator. No report of device explantation.